Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was not adversely impacted. During trouble shooting with tandem technical support the issue was resolved. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.